Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial and dry with residue on the lens. Visual inspection found the lens haptic bent and residue on the lens. Corrected data: g4: 18/jul/2020 should be corrected to 20/jul/2020 in intial medwatch report. B4: should be corrected to 20/jul/2020. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -12.5/4.5/80 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. In the reporters opinion the cause of the event was the device.